Manufacturer narrative:
Patient information was unavailable from the site. The probe was returned to the manufacturer for evaluation. The probe was found to have faded coloring and was worn from use. Additionally, with markers attached and seated, a marker was not tracked and a high geometry error was returned. Additionally, support arms 4 and 5 on the unit were noted to be bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument being used with a navigation system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the marker of the passive planar sharp probe had recognition failure. The site used another instrument to complete the procedure. There was no delay to the procedure. There was no reported impact on patient outcome.